Manufacturer narrative:
(B)(4).pending evaluation.

Event description:
As reported, approximately 7.5 years post op the initial right tka, this female patient was revised. Poly was exchanged. Recalled implant. Patient was last known to be in stable condition following the event. No additional patient information. Devices are not returning, hippa.

Manufacturer narrative:
Section h10: (h3) there is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Section h10: (g2) report source - company representative should have been checked (g4) date received by manufacturer ¿ date on final submission should have been 16-dec-2023 . (G6) type of report - 30-day should have been checked along with follow-up.